Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient for unknown spinal the rapy. It was reported that the screwdriver of the supporting instrument during the operation was broken during use and could not be taken out but remained in the body. No further complications or symptoms were reported. Additional information was received via manufacturer representative that the lot number of the reported device is pr15m005. No other surgical operations had been performed, and the supporting instrument fragments had been removed.